Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 1 year and 7 months due to prosthetic aortic valve endocarditis. Per the op report, intra-op tee revealed significant vegetation on the aortic valve as well as the anterior annulus of the mitral valve. Upon inspection, the was a huge amount of vegetation on the cephalad surface of the aortic prosthesis as well as the caudad surface of the aortic prosthesis. The device was removed and replaced with a new edwards valve. Tee showed a well functioning valve with no obvious perivalvular leak. Well-preserved left ventricular function was also noted.

Manufacturer narrative:
(B)(4). Eval code = device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the device was not returned to edwards for analysis; therefore, the infection source could not be determined.